Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the device was returned, analyzed and the device met expected longevity. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months after ICD replacement.